Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified. Should the device return for evaluation the complaint investigation will be re-opened.

Event description:
The account alleges during a left breast biopsy procedure, the biopsy needle retrieved inadequate samples. A new needle was used and the procedure was successfully completed. No additional patient consequence to report.